Event description:
It was reported to resmed that an airsense 10 device caught fire when a power supply unit was connected during evaluation. There was no patient harm or serious injury reported as a result of this incident.

Manufacturer narrative:
The device was not returned to resmed for an investigation. Therefore, the root cause is unable to be determined. Resmed's risk analysis for this failure mode concludes that the risk is acceptable. Resmed reference#: (B)(4).

Manufacturer narrative:
The investigation method, results and conclusion are not finalized at this stage. When more information is available, a supplemental report will be submitted. (B)(4).

Event description:
It was reported to resmed that an airsense 10 device caught fire when a power supply unit was connected during evaluation. There was no patient harm or serious injury reported as a result of this incident.